Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted concurrently with bso, anterior/posterior colporrhaphy, enterocele repair, due to sui, symptomatic rectocele and cystocele, pelvic pain, family history of ovarian ca, enterocele. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, bleeding, dyspareunia and vaginal scarring. On (B)(6) 2006 the patient underwent mesh revision/removal due to erosion of vaginal mesh. On (B)(6) 2014 the patient underwent exploration of anterior vaginal wall, removal of transvaginal mesh in the posterior vaginal wall, urethrolysis, cystoscopy and biopsy due to urinary urgency and exposure of transvaginal mesh and dyspareunia. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.